Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074383) on 30-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section"), device expulsion ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, calcium, colecalciferol (vitamin d3), iron, multivitamins, plain (multi-vitamin) and thiamine hydrochloride (vitamin b1). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("experiencing painful menstrual cycle"), menorrhagia ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain") and restless legs syndrome ("restless legs"). The patient was treated with surgery (having to have hysterectomy via c-section) and surgery (having to have hysterectomy via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, menorrhagia, migraine, arthralgia, myalgia and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, menorrhagia, migraine, myalgia and restless legs syndrome with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 30-jan-2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section"), device expulsion ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, calcium, colecalciferol (vitamin d3), iron, multivitamins, plain (multi-vitamin) and thiamine hydrochloride (vitamin b1). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("experiencing painful menstrual cycle"), menorrhagia ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain") and restless legs syndrome ("restless legs"). The patient was treated with surgery (having to have hysterectomy via c-section) and surgery (having to have hysterectomy via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, menorrhagia, migraine, arthralgia, myalgia and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, menorrhagia, migraine, myalgia and restless legs syndrome with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074383) on 30-jan-2018. The most recent information was received on 14-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section'), device expulsion ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, calcium, colecalciferol (vitamin d3), iron, thiamine hydrochloride (vitamin b1) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vitiligo ("autoimmune disease: vitiligo, covers the whole right side of my face, my lashes, eyebrow and hairline are now white on that side, no pigments at all, and it is on the right side down the side of my body and around my waist"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("experiencing painful menstrual cycle"), menorrhagia ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain") and restless legs syndrome ("restless legs"). The patient was treated with surgery (having to have hysterectomy via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, menorrhagia, migraine, arthralgia, myalgia, restless legs syndrome and vitiligo outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, menorrhagia, migraine, myalgia and restless legs syndrome with essure. The reporter considered vitiligo to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitiligo . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2019: content from social media received. New event vitiligo was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5074383) on 30-jan-2018. The most recent information was received on 23-mar-2020. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section"), device expulsion ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section") and autoimmune disorder ("autoimmune disease") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity in 2008 and gastric bypass in 2004. Concomitant products included calcium, biotin, iron, vitamin d3 (colecalciferol) and multivitamin [vitamins nos]. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced vitiligo ("autoimmune disease: vitiligo, covers the whole right side of my face, my lashes, eyebrow and hairline are now white on that side, no pigments at all, and it is on the right side down the side of my body and around my waist"). On an unknown date, she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), autoimmune disorder (seriousness criterion medically important), dysmenorrhoea ("experiencing painful menstrual cycle"), heavy menstrual bleeding ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), restless legs syndrome ("restless legs"), pain of skin ("its hurt to touch my skin"), fibromyalgia ("fibromyalgia") and metal poisoning ("metal toxins") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (hysterectomy) on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, autoimmune disorder, cervix carcinoma, device expulsion, dysmenorrhoea, embedded device, fibromyalgia, heavy menstrual bleeding, metal poisoning, migraine, myalgia, pain of skin, restless legs syndrome and vitiligo to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitiligo, pain of skin. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report from lawyer. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5074383) on 30-jan-2018. The most recent information was received on 28-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section"), device expulsion ("discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section") and autoimmune disorder ("autoimmune disease") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity in 2008 and gastric bypass in 2004. Concomitant products included calcium, biotin, iron, vitamin d3 (cholecalciferol) and multivitamin [vitamins nos]. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced vitiligo ("autoimmune disease: vitiligo, covers the whole right side of my face, my lashes, eyebrow and hairline are now white on that side, no pigments at all, and it is on the right side down the side of my body and around my waist").an unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), autoimmune disorder (seriousness criterion medically important), dysmenorrhoea ("experiencing painful menstrual cycle"), heavy menstrual bleeding ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), restless legs syndrome ("restless legs"), pain of skin ("its hurt to touch my skin"), fibromyalgia ("fibromyalgia") and metal poisoning ("metal toxins") and was found to have cervix carcinoma ("cervical cancer"). Essure was removed on (B)(6) 2017 (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, autoimmune disorder, cervix carcinoma, device expulsion, dysmenorrhoea, embedded device, fibromyalgia, heavy menstrual bleeding, metal poisoning, migraine, myalgia, pain of skin, restless legs syndrome and vitiligo to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitiligo, pain of skin. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section'), device expulsion ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 2008 and gastric bypass in 2004. Concomitant products included biotin, calcium, colecalciferol (vitamin d3), iron, thiamine (vitamin b1) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vitiligo ("autoimmune disease: vitiligo, covers the whole right side of my face, my lashes, eyebrow and hairline are now white on that side, no pigments at all, and it is on the right side down the side of my body and around my waist"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("experiencing painful menstrual cycle"), menorrhagia ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), restless legs syndrome ("restless legs") and pain of skin ("its hurt to touch my skin"). The patient was treated with surgery (having to have hysterectomy via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, menorrhagia, migraine, arthralgia, myalgia, restless legs syndrome, vitiligo and pain of skin outcome was unknown. The reporter considered arthralgia, autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, menorrhagia, migraine, myalgia, pain of skin, restless legs syndrome and vitiligo to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitiligo, pain of skin . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event its hurt to touch my skin was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074383) on 30-jan-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section'), device expulsion ('discovered one coil migrated to muscle wall ended up having to have hysterectomy via c-section') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 2008 and gastric bypass in 2004. Concomitant products included biotin, calcium, colecalciferol (vitamin d3), iron, thiamine (vitamin b1) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vitiligo ("autoimmune disease: vitiligo, covers the whole right side of my face, my lashes, eyebrow and hairline are now white on that side, no pigments at all, and it is on the right side down the side of my body and around my waist"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("experiencing painful menstrual cycle"), menorrhagia ("heavy bleeding (clots)"), migraine ("started having migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), restless legs syndrome ("restless legs"), pain of skin ("its hurt to touch my skin"), fibromyalgia ("fibromyalgia") and metal poisoning ("metal toxins") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (having to have hysterectomy via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, menorrhagia, migraine, arthralgia, myalgia, restless legs syndrome, vitiligo, pain of skin, fibromyalgia, metal poisoning and cervix carcinoma outcome was unknown. The reporter considered arthralgia, autoimmune disorder, cervix carcinoma, device expulsion, dysmenorrhoea, embedded device, fibromyalgia, menorrhagia, metal poisoning, migraine, myalgia, pain of skin, restless legs syndrome and vitiligo to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitiligo, pain of skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events: fibromyalgia, metal toxins and cervical cancer were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.